Event description:
It was reported that a ext set dehp free 1.2mf had air in line during use. The following was reported by the initial reporter: "it was reported that the lipid filter is allowing large air bubbles into system. Verbatim: lipid filter allowing large air bubbles into system."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the lipid filter is allowing large air bubbles into system could not be verified due to the product not being returned for failure investigation. A device history record review for model: 10012866, lot number: 20055518 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot#: 20055518 regarding item#: 10012866.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a ext set dehp free 1.2mf had air in line during use. The following was reported by the initial reporter: "it was reported that the lipid filter is allowing large air bubbles into system. Verbatim: lipid filter allowing large air bubbles into system."